Event description:
Customer reported issues with touchscreen responsiveness. There was no reported impact to the customer's blood glucose level. The patient declined troubleshooting and is in the process of obtaining a new device. No further action was needed from customer technical support at this time.